Manufacturer narrative:
Investigation is in process, but not yet complete. Upon completion, a follow-up medwatch report will be submitted.

Event description:
It was reported that an acdf procedure was performed on (B)(6) 2014 during which an acp243 anterior cervical plate 2-level 43mm, and six (6) sdfxxxx fixed screws were implanted along with allograft. Subsequently, during an office visit around the time of (B)(6) 2015, it was noted on radiographs that one of the screws is backing out. No revision has been scheduled to remove the screw at this time. It was noted by the doctor that the screw was intact on the patient's initial six week postoperative visit.

Manufacturer narrative:
Review of manufacturing history records found that a total of (B)(4) pieces of this lot released for distribution in february of 2014 with no deviation or anomalies. A two-year complaint history review did not find any previous reports of this nature for this lot. Review of complaint history for all part numbers in the acpxxx family of simplicity anterior cervical plates did not identify a trend for reports of this nature. Engineering review of the information provided notes that radiographs taken immediately after implantation on (B)(6) 2013 were not provided. As a result, we are not able to determine if there were any concerns with the implantation. Device evaluation was not possible as the product remains implanted. No evidence was found that would suggest that the product did not meet specifications at the time of distribution. Based on the failure mode and calculated failure rate, no trend was identified. No root cause could be determined and a need for corrective action is not indicated. This is a known risk of the procedure. The associated package insert, simplicity anterior cervical plate system (lbl-IFU-005) states under potential adverse affects: "8. Bending, loosening, fracture, disassembly, slippage and/or migration of the components" and under warnings: " potential risks identified with the use of this device system, which may require additional surgery, include device components fracture, loss of fixation...".